Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: we have received only pin of the implant holder spring back for investigation. The implant holder itself was not sent back. The pin is broken as reported in the complaint description. There are several scratches and slight deformations/impression marks visible. Dimensional inspection: the sleeve outside diameter and the bore inside diameter were measured with caliper ref. 3-01-19309 and found to meet the specifications / all listed specifications are from drawing: target dimension of head diameter actual dimension of head diameter: pass target dimension of shaft diameter actual dimension of shaft diameter: pass. Drawing/specification review: because of the missing lot number, we cannot determine when this screw was manufactured or check the device history records. Summary: the received condition of the complaint agrees with the complaint description since the pin is broken as claimed by the customer. Thus, the complaint is rated as confirmed. However, based on the provided information (and without having the implant holder) we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation has caused the breakage. We conclude that the cause of failure is not due to any manufacturing non-conformances. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for an unknown surgery. During the surgery, the device pin was broken in implant inserter. There was no delay reported. The surgery was completed successfully. There were fragments generated which was removed without any additional intervention. There were no patient consequences. This complaint involves one (1) device. This report is for (1) impl-holder f/facet wedge. This is report 1 of 1 for (B)(4).